Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, multiple cuts in the insulation were found. Blood penetrated the lead. It is reasonable to assume, that the cuts resulted from the explantation procedure. Furthermore multiple abrasion marks were noted along the lead body. However the insulation was intact. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this lead was explanted and replaced due to impedance issues. No adverse patient side effects were reported. Should additional information become available this file will be updated.